Event description:
Neonatal MRI suite circuit malfunction. Patient placed on vent in the MRI suite and not getting volumes and the vent was alarming. The circuit had stretched out and was the reason for the pressure loss. Another circuit was retrieved and procedure was finished.